Event description:
The patient had two leads with the same lot number. It was reported during a permanent implant procedure, the patient lost her airway and a csf leak occurred after two leads were placed. The patient was intubated and revived. The physician decided to abort the procedure and removed the leads. The patient is doing well.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.